Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. According to the information provided the filter subsequently malfunctioned, including, but not limited to, migration, and caused injury and damages to the patient. The information provided also indicated that as a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported filter migration could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Pain does not represent a device malfunction and may be related to underlying specific patient issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain and filter migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information provided on the patient profile form (ppf)indicated that the filter is embedded, cannot be retrieved and there are blood clots, clotting and/or occlusion of the inferior vena cava (ivc), there have been no documented attempts to retrieve the filter. The patient became aware of these events on/or about eight months after the filter was implanted. The patient also reports to fear the filter or fractured strut may moving/causing more damage. Filter fracture has not been reported. The patient also reports having shocks, pain, swelling and weakness. The patient was told the filter cannot be removed or treated for the complications and it has affected the ability to engage in daily activities. Information provided in the medical records indicated that the filter was placed for bilateral pulmonary embolism (pe) with gastro-intestinal bleed and anemia status post a liposuction procedure. The patient received blood transfusions due to the anemia. The patient also had a positive would culture and cellulitis of an abdominal wall incision. The filter was placed via the right femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well. The patient¿s medical history was reported as hypertension, hypertensive cardiovascular disease with left ventricular hypertrophy, hypothyroidism, ulcerative colitis, morbid obesity with a tummy tuck and liposuction performed eleven days prior to the filter implant. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain and filter migration. The information also indicated that the filter is embedded, cannot be retrieved and there are blood clots, clotting and/or occlusion of the inferior vena cava (ivc). There have been no documented attempts to retrieve the filter provided. The patient also reports to fear that the filter or a fractured strut may move/causing more damage. Filter fracture has not been reported. The patient also reports having shocks, pain, swelling and weakness, the anatomical location of these issues has not been provided. The patient was told the filter cannot be removed or treated for the complications and it has affected the ability to engage in daily activities. Information provided in the medical records indicated that the filter was placed for bilateral pulmonary embolism (pe) with gastro-intestinal bleeding and anemia status post a liposuction procedure. The patient received blood transfusions due to the anemia. The patient also had a positive wound culture and cellulitis of an abdominal wall incision. The filter was placed via the right femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well. The patient¿s medical history was reported as hypertension, hypertensive cardiovascular disease with left ventricular hypertrophy, hypothyroidism, ulcerative colitis, morbid obesity with a tummy tuck and liposuction performed eleven days prior to the filter implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, migration, embedded and retrieval difficulty could not be confirmed or further clarified. It is unknown if procedural factors may have influenced the events. Blood clots and thrombosis within the filter do not represent a device malfunction and in this situation maybe be related to procedural factors. Shocks, pain, swelling, weakness and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. As the anatomical location of these issues has not been provided it is not possible to provide a relationship between the events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.